Event description:
This case was initially received via (B)(6) ((B)(4)) on 03-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("adverse events nos") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criterion intervention required). Essure was removed on (B)(6) 2017. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: essure was implanted in (B)(6) 2011 and was removed on (B)(6) 2017 due to long list of adverse events that she has experienced. After the numerous notifications of toxicity reported by other women she began to relate the events to essure. The patient did not have problems to request the removal in a hospital in (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed 30 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.